Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. On (B)(6) 2011, the pt underwent a f/u computed tomography angiography at which time there were no endoleaks and a stable sac measuring 6.9 x 6.6 mm. On (B)(6) 2012, the pt underwent a computed tomography angiography that revealed a type ii endoleak with the sac measuring 7.3 x 9.4 mm. On (B)(6) 2012, the pt underwent coil embolization of lumbar arteries and the endoleak was resolved.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs.